Event description:
This is being filed as a tear in the mitral valve leaflet occurred during the attempt to grasp the leaflet with the clip which caused the mitral regurgitation (mr) grade to increase. Another clip was implanted and is considered medical intervention. It was reported that during a mitraclip procedure, while attempting the first grasp of the mitraclip to the mitral valve leaflets, the degenerative mitral regurgitation grade increased. A tear in the posterior mitral leaflet was noted and was most likely due to the vulnerable leaflet. After the clip was implanted, the mr grade went from 2 to 4. A second clip was implanted laterally to the first clip and the mr grade was reduced from 4 to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system and the device was not returned. A review of the lot history record did not reveal a potential device issue related to the reported incident. The reported patient effects of mitral valve injury/leaflet tear (tissue damage) and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, it is likely that the mr increased due to the tear in the leaflet, and the reported tear was likely due to patient/procedural conditions (frailty of the leaflet which occurred during grasping attempts). There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device reportedly remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.